Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke apart at the y-site and leaked an unspecified medication. This occurred while setting up the patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h11. H11: the device was received for evaluation along with a photograph of the sample. Visual inspection of the provided photographic sample shows the tubing was separated from the second y-site clearlink at the upstream part. Visual inspection of the actual sample also showed the tubing was separated from the second y-site clearlink at the upstream part. Lack of solvent was observed on the tubing. The solvent was not applied in all the circumference of the tubing. The reported condition was verified. The cause of the event was due to lack of solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.